Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the customer's issue could not be duplicated during a test run. The se reviewed the event log, and it was confirmed that a "check vent: proximal pressure sensor auto-zero failed" error code (110b) was logged. The se replaced solenoid valves 3 and 4.